Manufacturer narrative:
Device identifier: (B)(6). D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
Hologic performed a maude database search in which it found a case that reported that on an unknown date, a novasure procedure was performed. The patient didn't meet the anatomy requirements and the doctor decided to continue with the procedure, performing multiple ablations, after the procedure it was noticed that the patient had a uterine perforation. No information could be retrieved regarding the case, the account, or the patient since no further information was provided in the report.